Manufacturer narrative:
The results, method and conclusion will be added in the final report.

Event description:
It was reported the patient¿s ipg was inoperable due to lack of charging. As a result, the ipg was replaced.

Event description:
Follow-up information provided the patient¿s therapy has been restored. Issue has been resolved.